Event description:
It was reported that the sterility of the device was compromised as a result of moisture.

Manufacturer narrative:
The product was not returned for investigation as it was discarded by the customer. Therefore, reported failure mode could not be confirmed. The device history record was reviewed. There were no discrepancies observed that could contribute to the reported condition. An exact root cause could not be determined since the device was not available for evaluation. Most likely contributing factors could be: moisture in the leak tester fixture, silicon dripping or solvent excess. In sum, the product was not returned for investigation and the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the sterility of the device was compromised as a result of moisture.